Event description:
Per the clinic, the patient experienced poor performance with implanted device and the tip found to be folded over in the cochlea suspected due to angle of insertion (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.